Manufacturer narrative:
Section d1 - brand name: corrected section d4 - catalog number: corrected section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported gastrointestinal (gi) bleeding cannot be conclusively determined. Additionally, the report of suspected thrombus cannot be confirmed through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of this document lists adverse events, including bleeding and thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had gastrointestinal bleeding on (B)(6) 2023. The patient was taken off anticoagulation as a result of gastrointestinal bleeding for a few days. A tagged red blood cell scan on (B)(6) 2023 revealed a small focus of abnormal activity in the right lower quadrant, suspicious for colonic bleeding. A colonoscopy on (B)(6) 2023 revealed no active colonic bleeding. The bleeding was treated by placing the patient on an 8-12 week course of 40 mg of pantoprazole daily. A patient follow-up was planned to consider repeated esophagogastroduodenoscopy. If the bleeding has not resolved after treatment angiographic embolization has been considered as a plan of care. The patient had low flow alarms on (B)(6) 2023. The patient had a computed tomography (CT) angiogram performed, which revealed a thrombus in the outflow graft resulting in (B)(4) narrowing. The patient was placed on a heparin drip and their prothrombin time (hptt) goal was increased from 50 to 60. A review of the log file revealed low flow event on (B)(6) 2023. The patient's flow dropped to (B)(4) lpm and then recovered to (B)(4) lpm. Additionally, the pump's rotor noise increase correlated with the pump flow going to (B)(4) lpm. The patient has continued taking 5mg coumadin (warfarin), international normalized ratio goal has been set to (B)(4), and the patient was doing well inpatient with no indication of neurologic events.